Manufacturer narrative:
Date of birth: unknown/ not provided. If explanted; give date: n/a (not applicable). The intraocular lens was not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a misalignment of 11 degrees between operative and the 4 month postoperative visit. The intraocular lens (iol) was placed at 76 degrees in the right eye during the initial surgery ((B)(6) 2016) and was measured at the 4 month visit (16 feb 2017) to be at 65 degrees, with a difference of 11 degrees. The patient complained of flashes of light and haziness in the right eye. No other patient complications and/or related injuries. The iol remains implanted. No repositioning was required. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.